Manufacturer narrative:
Bent knife. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, unfired and cartridge return batch number, j00f82. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not fire the devices on the third firings. There was no pt consequence.